Event description:
Pt was undergoing a pelviscopy which required the placement of a second probe using a 5mm trocar in the peritoneal cavity. During the placement, the right common iliac artery was injured and the pt required add'l surgery to repair the artery. The operating physician stated in his operative report that he was unable to determine whether the trocar had retracted as it entered the peritoneal cavity or not.